Event description:
It was reported that the patient faced an adhesive patch and cannula housing detached from the spring assembly prior to insertion on (B)(6) 2026 which leads to hyperglycemia and treated with manual daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 300344238